Event description:
It was reported that, "broach handle failed to hold broach driving extraction. Opened new tray, used handle from newly opened tray. Case proceeded without incident."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.